Event description:
The integra marketing product manager reported on behalf of the user facility the following incident: during the setup of the jaritrak retractor system, during a surgical procedure, the locking mechanism for the ring failed. This necessitated the break-down of the jaritrak, and another retractor was brought into the room causing a delay in the surgical procedure. The representative was not in the room at the time of the incident. No patient injury or incident report was filed by the hospital.